Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient experienced urinary tract infection. The patient was treated with macrobid and the event resolved on (B)(6) 2015. Additional information received on july 20, 2015 and july 31, 2015: on (B)(6) 2015, the subject presented to the emergency department with fever and malaise. She was ultimately diagnosed with systemic inflammatory response syndrome (sirs) and a lower urinary tract infection. She was treated with vancomycin, zosyn, and bactrim and the events were resolved at discharge on (B)(6) 2015. On (B)(6) 2015, the subject experienced nausea. She was treated with ondansetron and the event resolved on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair performed on (B)(6), 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient experienced urinary tract infection. The patient was treated with macrobid and the event resolved on (B)(6), 2015.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient experienced urinary tract infection. The patient was treated with macrobid and the event resolved on (B)(6) 2015. Additional information received on july 20, 2015 and july 31, 2015: on (B)(6) 2015, the subject presented to the emergency department with fever and malaise. She was ultimately diagnosed with systemic inflammatory response syndrome (sirs) and a lower urinary tract infection. She was treated with vancomycin, zosyn, and bactrim and the events were resolved at discharge on (B)(6) 2015. On (B)(6), 2015, the subject experienced nausea. She was treated with ondansetron and the event resolved on (B)(6) 2015. **additional information received on october 27, 2015 and november 4, 2015: - on (B)(6) 2015, the subject presented to the emergency department with fever and malaise. She was ultimately diagnosed with systemic inflammatory response syndrome (sirs) and a lower urinary tract infection. On (B)(6) 2015, the subject experienced nausea and chills. The subject presented to the emergency room and was treated with ondansetron. The events resolved on (B)(6) 2015. On (B)(6) 2015, the subject experienced nausea. She was treated with ondansetron and the event resolved on (B)(6) 2015. During this time she was treated with vancomycin, zosyn, bactrim, septra, and ceftin; and the events finally resolved on (B)(6) 2015. The investigator assessed the sirs as severe, pelvic floor related, possibly related to the procedure, and possibly related to the mesh. **additional information received on november 18, 2015: - on (B)(6) 2015, the subject presented with clostridium difficile colitis. She was treated with flagyl and the event resolved on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient experienced urinary tract infection. The patient was treated with macrobid and the event resolved on (B)(6) 2015. Additional information received on july 20, 2015 and july 31, 2015: on (B)(6) 2015, the subject presented to the emergency department with fever and malaise. She was ultimately diagnosed with systemic inflammatory response syndrome (sirs) and a lower urinary tract infection. She was treated with vancomycin, zosyn, and bactrim and the events were resolved at discharge on (B)(6) 2015. On (B)(6) 2015, the subject experienced nausea. She was treated with ondansetron and the event resolved on (B)(6) 2015. Additional information received on october 27, 2015 and november 4, 2015: on (B)(6) 2015, the subject presented to the emergency department with fever and malaise. She was ultimately diagnosed with systemic inflammatory response syndrome (sirs) and a lower urinary tract infection. On (B)(6) 2015, the subject experienced nausea and chills. The subject presented to the emergency room and was treated with ondansetron. The events resolved on (B)(6) 2015. On (B)(6) 2015, the subject experienced nausea. She was treated with ondansetron and the event resolved on (B)(6) 2015. During this time she was treated with vancomycin, zosyn, bactrim, septra, and ceftin; and the events finally resolved on (B)(6) 2015. The investigator assessed the sirs as severe, pelvic floor related, possibly related to the procedure, and possibly related to the mesh.

Manufacturer narrative:
The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.